Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 9 devices were received. 3 device investigation types have not yet been determined. Event confirmation status: 8 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 3 devices were found to be affected by corroded components. 6 devices were found to be affected by worn components. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Multiple start/single excluded/multiple finish supplemental rationale corrected data: b5, h10 12 events were originally reported for this failure mode during the reporting quarter. 13 events should have been reported; 1 event was inadvertently excluded. - 13 reported events are included in this follow-up record. Product return status 13 devices were received. Event confirmation status 11 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 4 devices were found to be affected by a corroded sag head assembly. 7 devices were found to be affected by a worn sag head assembly. 1 device was found to be affected by a failed e-box. 1 device had no device problem found.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.